Manufacturer narrative:
Case-(B)(6). The device was not returned for evaluation but a device history review was able to be obtained. The cryo lot was inspected with acceptable results and was released. The device history was reviewed for lot number 79880 and 79880s and there is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
On (B)(6) 2018 a patient underwent an on-pump surgical procedure where cryof was being used. Prior to the use of the cryo device, it was seen that the sterile packaging had a small gap where the packaging was open, not sealed. A second cryof product was opened without any issues and used. Patient remained unharmed, outcome went very well.